Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the 0.014" guidewire could not cross for unknown reasons. The physician elected to convert the procedure to cea.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the 0.014" guidewire could not cross for unknown reasons. The physician elected to convert the procedure to cea.